Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It should be noted that the proglide information for use (IFU) states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery of access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. For sheath sizes greater than 8fr, at least two devices and the pre-close technique are required. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the right femoral vein was attempted with a proglide device, using a pre-close technique, via a 6f sheath prior to a watchman device procedure. The proglide marker lumen was pre-flushed with saline prior to use. Reportedly, during use, there was no blood flow from the proglide marker lumen. The sutures of another proglide device were replaced using the pre-close technique. The sheath was upsized to 12f and the watchman device procedure was completed. The replaced sutures of the proglide device were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.